Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.

Event description:
It was reported that during pt use, the device's display blanked and then came up in service mode. A backup device was in place and no interruption of therapy was indicated. There were no adverse effects to the pt as of result of the reported failure.